Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The ior functions were enabled and it was verified that the system performs are intended. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively while setting up equipment and delayed the surgery by 10 minutes. It was reported that during the case, the site had issues connecting to the navigation system. The system had been connected to a different navigation system for a different case, but then the site wheeled it into another room for a different case. The imaging device would not recognize the navigation device when selecting the navigation server. The mobile view station (mvs) was rebooted and the navigation system was recognized. The surgery was completed with imaging and there was no impact on patient outcome.